Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ¿internal device¿ was not functioning. No troubleshooting/interventions had occurred or could be performed due to lack of access to the product. The patient had an appointment tomorrow for an MRI. No symptoms were reported in the event. There were no further complications reported or anticipated.